Manufacturer narrative:
Results:the pet lock was broken on the proximal end of the pusher assembly. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions:evaluation of the first returned pod pc confirmed a detached embolization coil due to a fractured pe fiber. If the device is forcefully retracted against resistance, damage such as a fractured pe fiber may occur. Further evaluation of the returned pod pc revealed a kinked and fractured pusher assembly. This damage was likely incidental to the reported complaint and may have occurred post procedure. Evaluation of the second returned pod pc confirmed a detached embolization coil and a broken pet lock. If the pod pc is mishandled during use, the pet lock may become broken and result in the pull wire being retracked out of the ddt. If this occurs, the embolization will detach from its pusher assembly.the root cause of resistance and the embolization coils becoming unraveled during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.this report is associated with MFR report number:3005168196-2020-00869 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00869.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs), non-penumbra coils and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed two non-penumbra coils in the target vessel using the microcatheter. Then, the physician advanced a pod pc into the target vessel. However, while repositioning the pod pc, the physician experience resistance and subsequently decided to remove the microcatheter. Upon removal of the microcatheter, the pod pc was observed to be unraveled and had unintentionally detached inside the microcatheter. Therefore, the pod pc was removed from the microcatheter and the physician advanced the next pod pc into the target vessel using the microcatheter. While repositioning the pod pc, the physician experienced resistance and subsequently, the physician decided to remove the microcatheter. However, upon removal of the microcatheter, the same issue occurred. The pod pc had unraveled and had unintentionally detached; therefore, the pod pc was removed from the microcatheter. The procedure was completed using two pod pcs, two other coils and the same microcatheter. There was no report of an adverse effect to the patient.